Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On (B)(6) 2021 we received notification of an article entitled, 'visual outcomes after small incision lenticule extraction and implantable collamer lens v4c for moderate myopia: 1-year results.' The article reports that thirty-two eyes of 20 patients underwent evo-icl implantation, leading complaints after icl implantation were halos. The article stated "the most prevalent visual disturbance after icl were halos with a prevalence of 84.4%. However, this complaint was considered to be distressing in less than 10% and secondary intervention was never required." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.